Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's family member contacted boston scientific's medical records department in mid (B)(6) 2012, to report that this patient died in early (B)(6) 2012. According to the family member, the patient's lung was punctured during the implant procedure in mid (B)(6) 201,2 which caused or contributed to the patient's death. According to the physician, the patient developed a slight pneumothorax at the time of the implant procedure during the subclavian puncture for venous access. The pneumothorax resolved and the patient was discharged from the hospital. The patient was readmitted to the hospital two weeks later for an unrelated issue. At that time, the physician verified that the pneumothorax that occurred at the time of the procedure had resolved. The cause of death was not reported. There was no reasonable evidence to support the allegation from the family.